Event description:
It was reported to boston scientific corp in 2008, that a nasobiliary catheter with guidewire was used five days prior. According to the complainant, the distributor noticed that the catheter was twisted approx 10 cm from the tip, when package was open; the device was not used. The procedure was completed with another nasobiliary catheter with guidewire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined.